Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing including functional stress testing, bench handling, and power cycling without duplicating the report. Therefore, the battery interconnect board was replaced as precaution. The device was recertified and returned to the customer. The battery interconnect board was scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.